Event description:
Mother of an intubated pt called to inquire if the dale 270 et tube holder device contained neoprene in the adhesive part of the product. The mother reported her daughter (the pt) is allergic to most adhesives that contain neoprene and her daughter's face was red in the rea of the device after 12 hrs of application.

Manufacturer narrative:
Mother of pt wanted to know if the device contained neoprene as her daughter, the pt, has a known allergy to adhesive that contain neoprene. The mother was told that the device does contain neoprene, a very common ingredient in medical grade adhesives. The mother suggested that the device packaging should contain all materials used in the MFR of the device.